Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative (rep) regarding a patient receiving an unknown medication via an implantable pump for non-malignant pain. It was reported there was confusion over the patient's refill date due to the use of the patient's personal therapy manager (ptm). The patient thought the refill date was later in the month. The patient experienced withdrawal symptoms. The event date was provided as (B)(6) 2019. No diagnostics or troubleshooting were performed. The patient's pump was refilled. The issue was resolved as of (B)(6) 2019. The patient's status was provided as alive - no injury. No further complications were reported or anticipated. Additional information was received from the manufacturing representative (rep). The rep indicated the patient told their doctor the refill date on the pm was later in september, but they were unsure. Therefore, the patient did not think a refill was needed. It was indicated the doctor said the ptm refill date was wrong, however, the rep was not sure of this information. It was reported the patient would be calling patient services to get a replacement ptm.